Event description:
Reporting 1 false positive flu b result on a symptomatic patient. Customer communicated the patient was later tested again at the hospital (method unknown) and was negative for flu b, positive for adenovirus.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.